Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unknown health effect ¿ clinical code = gastrointestinal system (e10) as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Unk what surgical procedure was performed? Left colectomy did the patient receive any preoperative chemotherapy or radiation? Unk were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Experienced user. Correct manipulation for the firing where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? During the second surgery, all the staples of the anastomose were open what confirmation was received that the device completed the firing sequence? Normal v was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2x was there any difficulty removing the device? Easy was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, they are entire were there any issues noted with staple formation? If so, please describe the shape and location. No problem was a leak test performed? If so, what type and what was the result? Yes, with air and anuscope was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? 4d how was the leak identified? Fever and pain dyspnea what was observed at the site of the leak upon reoperation? The anastomosis is open on 360degrees how was the leak addressed? Revision surgery took place. Patient now has a stoma what is the status of the patient? Feedback on march 2nd: still in the hospital if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Post-operative issue. The patient had some complications and had to be operated again. They placed a stoma.